Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported, the patient received a 26mm sapien 3 ultra inside a 27mm perimount surgical valve. The patient was confirmed to have valvular aortic regurgitation (ar) on transesophageal echocardiography (tee). Despite the increase to +2.5ml on postdilation, the severity of the ar did not change and a transoesophageal echocardiogram showed that one of the leaflets was restricted in the open position likely due to being hung in the previous surgical valve. The operators attempted to push down the leaflet with a catheter without success. The patient was recovering in hospital with heart failure symptoms and severe ar. On post operative day 5, another 26mm sapien 3 ultra valve was successfully implanted (viv) without any leak post implant. The patient was reported to be fine post procedure.

Manufacturer narrative:
The device was not returned for evaluation; however, imagery was provided. The image quality and what has been provided are limited for evaluation, but it is possible to observe severe aortic regurgitation plus lcc leaflet motion restriction. Imagery also showed a second sapien 3 (26mm) was deployed to fix the central regurgitation. The reported events were confirmed based on procedural imagery. A review of DHR did not indicate any manufacturing nonconformance that could have contributed to the reported event. An existing technical summary written by edwards lifesciences has been documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and how to deploy valve. It should be noted that these mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place. As reported, it was a 26mm sapien 3 ultra case in aortic position by transfemoral approach. During procedure, the 26mm s3 valve was implanted with 1 extra ml into a 27mm perimount 2900 valve due to severe ar. Despite +2.5 ml on post dilatation, the severity of the ar did not change. The toe showed that one of the leaflets was restricted in the open position. In this case, extra volume was used to deploy and postdilate the valve. Per IFU, to maintain proper valve leaflet coaptation, do not overinflate the deployment balloon. Overinflation may exert addition force onto the leaflet, which can potentially cause damage to the leaflet, inhibiting the leaflet from proper coaptation, and subsequently resulting in central regurgitation. As such, available information suggests that procedural factors (overinflation) may have contributed to the reported events. The technical summary was applicable for this case, because the valve was over expanded during the procedure. Since no product non conformances or IFU or training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.